Event description:
A report was received via FDA's medical products reporting program that a pt experienced keratitis while using renu (type unk) and blink clear. The pt reported awaking one morning with symptoms of severe pain, tearing, and sensitivity to light in the left eye. Because of the symptoms, the pt was unable to open the eye and patched the eye. The next day, the pt saw a dr and was diagnosed with a possible corneal ulcer. The pt was prescribed unspecified antibiotics which had to be administered every 30 minutes while awake. The pt had a follow-up visit the next day and was continued on the antibiotics at an administration frequeny of every hour while awake for the next week. The pt reported "pain became bearable, blurred vision, tearing continued." Within a week, the sensitivity to light returned with greater severity, blurry vision increased, tearing was constant and the pt had much pain. Due to the pain, the pt was unable to use the lights in the house and wore two pairs of sunglasses to prevent the light from reaching the eye. The pt saw the dr again and was referred to a corneal specialist and a surgeon. The pt was diagnosed with keratitis and treatment continued. As of 2006, the pt was still being treated by a corneal specialist and was using three different drops every hour while awake. The pt continued to have tearing and blurred vision with shadows on objects; however, the pt's sensitivity to light was improved.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the co did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where proeduct retain sample testing was completed all chemical and biocidal performances criteria were effective against microbial challenges as required.